Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received shocks from their implantable cardioverter defibrillator (ICD). Follow up with the patient's physician noted that the shocks were inappropriate but no malfunction was noted. The device was reprogrammed and the patient's medications were adjusted. The device remains in use. No further patient complications have been reported as a result of this event.